Event description:
It was reported to covidien on 05/28/2009 that a customer had an issue with a needle. Customer reports a nurse had completed an injection, she went to activate the safety device, but rushed and did not wait for the device to click, as a result, the nurse stuck herself upon disposal.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.